Event description:
Customer reportedly received result of 182 mg/dl on the advantage system and 96 mg/dl on professional device within ten minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.